Event description:
We had issues three different times with this ventilator - it wouldn't deliver oxygen to the patient. There appear to be no problems with any volume/flow/pressure delivery. The only problem appears to be with the oxygen concentration.the manufacturer came out 3 times to fix problem. They could really not pin point the problem and eventually replaced the pneumatic assembly along with the main cpu. This appears to have fixed the issue.